Manufacturer narrative:
Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for lot 1902153, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. During manufacturing, leakage testing is performed on all lots. Testing was reviewed for protector lot 1902153, all results were found to be within specification. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.

Event description:
It was reported that membrane had residue after transferring medication from vial capped with a bd phaseal¿ protector p20-o. The following information was provided by the initial reporter: it was reported membrane had paclitaxel residue after transferring paclitaxel from a vial capped with an optima protector p20-0 into the infusion adapter c100-0 of an infusion bag. Per optima5 form: the infusion adapter c100-0 membrane had paclitaxel residue after transferring paclitaxel from a vial capped with an optima protector p20-0 into the infusion adapter c100-0 of an infusion bag with a n35-0 injector added to a luer-lok syringe.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that membrane had residue after transferring medication from vial capped with a bd phaseal¿ protector p20-o. The following information was provided by the initial reporter: it was reported membrane had paclitaxel residue after transferring paclitaxel from a vial capped with an optima protector p20-0 into the infusion adapter c100-0 of an infusion bag. Per optima5 form: the infusion adapter c100-0 membrane had paclitaxel residue after transferring paclitaxel from a vial capped with an optima protector p20-0 into the infusion adapter c100-0 of an infusion bag with a n35-0 injector added to a luer-lok syringe.